Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The device was discarded by the user facility; therefore, it is not available for evaluation. The event investigation is currently underway.

Event description:
It was reported in a post market clinical study that following breast brachytherapy treatment, the pt presented with an infection on the breast. Reportedly, the day of device explant, the pt presented with pain, fever, redness and purulent drainage. A breast infection was identified. The pt underwent PICC insertion and was administered antibiotics (oral and IV) and was in observation for 23 hrs. The event resolved approx one month post therapy.